Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2af283 with lot 37267, were returned and analyzed. Products were shipped in a biohazard kit but not received in proper condition. The catheter shaft was used as a tie wrap. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 3 applications. The catheter failed the performance test due to an unrelated system notice that was triggered immediately. Dissection and pressure test revealed dried blood blocking laser drilled holes and guide wire lumen kink and breach. In conclusion, the balloon catheter, 2af283 with lot 37267, failed the returned product inspection due to a guide wire lumen kink/twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was kinked at the shaft and it was also difficult to retract into the balloon catheter. The mapping catheter was replaced. Shortly after, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable was replaced without resolution. However; the balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.